Manufacturer narrative:
The reported complaint of false pause episodes was confirmed. The root cause of those false episodes are poor r wave amplitude sensed by the device. No device malfunction was found.

Event description:
It was reported that the patient presented in clinic for an interrogation. Interrogation showed the patient¿s implantable cardiac monitor (icm) had multiple false pause episodes due to under-sensing. No intervention was performed. The patient was in stable condition.